Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) did not provide pacing through the coronary sinus lead, when programmed to tip-to-ring configuration. The device was programmed to ring-to-tip and pacing was appropriate. All lead measurements were within acceptable values.